Manufacturer narrative:
Power system error confirmed in the long trace. Long trace confirmed the power system error that the root cause is the non-sleep anomaly software error. Insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a power system error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.